Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 56 years old. Patient information is limited due to confidentiality concerns. Possible models could include the sprint fidelis(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: procedural outcomes and long-term survival following trans-venous defibrillator lead extraction in patients with end-stage renal disease. Europace. 2017; 19(12):1994-2000. Doi: 10.1093/europace/euw367. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths during attempted elective extractions of a lead due to perforation leading to tamponade. The article also reports a patient death after infection and left ventricular (lv) lead fracture. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.